Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedances and a loss of capture. The rv lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged during the extraction of the rv lead, and subsequently was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead was received measuring 40 cm was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to flattening, there was blood on the proximal and distal conductors of the lead and was not obstructed, and visual summary analysis of the lead indicated apparent explant damage. Concomitant products 6947 implantable tachy lead - (B)(6) 2009. (B)(4).